Event description:
It was reported that 2 needle 26x3/8 ib experienced defective needles which were noted during use. The following information was provided by the initial reporter: material no. 305110, batch no. 9029658. This report represents all available product information. No additional information is available. Please acknowledge via email receipt of this report at your earliest convenience. 1. Description of issue: two needles were defective, the needle would not go in fill port of the cartridge 2. Number of occurrences: two. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? Yes. Which needle is the customer using? Bd 26 g, 3/8¿ needle ¿ 305110. Needle lot number: 9029658. What was your bg reading at the time of this event? 115 mg/dl. If bg between 54-500, no more bg questions needed. Was customer able to load a new cartridge? Yes. Resolution: customer changed only the needle and was able to fill the cartridge successfully. Note: product category = fill resistance.

Manufacturer narrative:
H.6. Investigation: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter email: additional email was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 needle 26x3/8 ib experienced defective needles which were noted during use. The following information was provided by the initial reporter: material no. 305110 batch no. 9029658. This report represents all available product information. No additional information is available. Please acknowledge via email receipt of this report at your earliest convenience. Description of issue: two needles were defective, the needle would not go in fill port of the cartridge. Number of occurrences: two. Did the customer insert the needle into the cartridge and encounter fill resistance? Yes. Which needle is the customer using? Bd 26 g, 3/8¿ needle ¿ 305110. Needle lot number: 9029658. What was your bg reading at the time of this event? 115 mg/dl. If bg between 54-500, no more bg questions needed. Was customer able to load a new cartridge? Yes. Resolution: customer changed only the needle and was able to fill the cartridge successfully. Note: product category = fill resistance.